Event description:
Alarmed and gave error code 809. Pt chest not moving. While placing pt on bag/valve mask for ventilation, machine began cycling. Within mins machine again began alarming with same error code. Pt hand ventilated and placed on different vent. Settings changed from simv to imv. Ongoing evaluation with mfg to determine source of malfunction reported previously to mfg.